Event description:
The peritoneal dialysis nurse (rn) of a home patient (hp) reported the hp's peritoneal dialysis (pd) transfer set became separated and the hp was subsequently diagnosed with peritonitis. The rn relates that the hp's transfer set was put on the hp's pd catheter in late 2008. The rn relates that the hp has been on hd since the transfer set was first put on. The rn stated that in early 2009, the plastic piece inside the transfer set that is attached to the titanium adapter on the hp's catheter became separated. The plastic piece remained attached to the hp's catheter; the rest of the transfer set came off of the hp's catheter. The hp realized it had become separated, put the transfer set back together, and informed the hemodialysis unit the following day, the next day of the incident. The hp's pd doctor gave the hp 1gm vancomycin the same day,, and put the hp on a 10-day regimen of doxycycline as a prophylactic measure. The hp's transfer set was replaced. The rn indicated that the hp then started automated peritoneal dialysis with the homechoice system for the first time four days later. The hp put in around 190ml of fluid, began to have difficulties and contacted the rn. The rn relates that the hp had cramping, pain, and began vomiting. The rn indicated that she knew that "something wasn't right" and told the hp to disconnect and go to the emergency room (ER). The hp went to the ER and was filled with a partial bag of dianeal at the ER. The ER rn allowed the solution to remain in the hp for approximately 1 hour and then drained the fluid back out of the hp. The rn stated that the fluid drained was milky in appearance and had very large "globs" of fibrin throughout the effluent. The hp was therefore, diagnosed with peritonitis at the ER the same day,, and was admitted to the hospital. The rn indicated that a culture of the hp's effluent was taken at the time, revealing staphylococcus epidermis at the causative organism. The hp's doctor gave the hp 1gm vancomycin at the hospital that day,, and the last dose was given the following month. The hp has reportedly recovered from the peritonitis and has been able to continue with the pd therapy.